Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general. Abnormal bleeding/abnormal bleeding (general)/abnormal bleeding/unusual bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, vitamin d deficiency and vaginitis. State of implant ok. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)/periods so heavy/heavy menstrual cycle"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/spotting on and off") and the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 8 months 3 days after insertion of essure. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and migraine ("migraine/migraines / headaches"). In 2014, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion: expulsion"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/pain during intercourse"), abdominal pain ("abdominal pain/pain in abdomen"), back pain ("back pain"), eczema ("rash/skin condition/rashes or skin conditions: eczema"), depression ("psych injury/depression"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), night sweats ("hormonal changes describe: sweat at night"), uterine cyst ("other injury(ies) or complications please describe: cysts in the uterus") and abdominal pain lower ("lower abdominal pain left side") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy ) full and ablation on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, weight increased, hormone level abnormal and migraine had resolved and the device expulsion, eczema, depression, female sexual dysfunction, night sweats, urinary tract infection, nausea, uterine cyst and the last episode of vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, night sweats, pelvic pain, urinary tract infection, uterine cyst, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, general. Abnormal bleeding, menorrhagia, rash,skin condition, expulsion, fatigue, weight gain, hormonal changes, migraine current weight 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: results: bilateral occlusion, total bilateral occlusion; on an unknown date: total bilateral occlusion, essure was placed appropriately. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. Events: apareunia (inability to have sexual intercourse), night sweats, uti, nausea, uterine cyst, vaginal bleeding, lower abdominal pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general. Abnormal bleeding/abnormal bleeding (general)/abnormal bleeding/unusual bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, vitamin d deficiency and vaginitis. State of implant ok. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)/periods so heavy/heavy menstrual cycle"), the first episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/spotting on and off") and the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 8 months 3 days after insertion of essure. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and migraine ("migraine/migraines / headaches"). In 2014, the patient was found to have weight increased ("weight gain") and experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion: expulsion"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/pain during intercourse"), abdominal pain ("abdominal pain/pain in abdomen"), back pain ("back pain"), eczema ("rash/skin condition/rashes or skin conditions: eczema"), depression ("psych injury/depression"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), night sweats ("hormonal changes describe: sweat at night"), uterine cyst ("other injury(ies) or complications please describe: cysts in the uterus") and abdominal pain lower ("lower abdominal pain left side") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy ) full and ablation on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, weight increased, hormone level abnormal and migraine had resolved and the device expulsion, eczema, depression, female sexual dysfunction, night sweats, urinary tract infection, nausea, uterine cyst and the last episode of vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, night sweats, pelvic pain, urinary tract infection, uterine cyst, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, general. Abnormal bleeding, menorrhagia, rash,skin condition, expulsion, fatigue, weight gain, hormonal changes, migraine current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2012: results: bilateral occlusion, total bilateral occlusion; on an unknown date: total bilateral occlusion, essure was placed appropriately. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general. Abnormal bleeding/abnormal bleeding (general)/abnormal bleeding/unusual bleeding') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, vitamin d deficiency and vaginitis. State of implant ok. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)/periods so heavy/heavy menstrual cycle") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/spotting on and off"), 8 months 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("breakage/ expulsion: expulsion"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)/pain during intercourse"), abdominal pain ("abdominal pain/pain in abdomen"), back pain ("back pain"), rash ("rash/skin condition"), depression ("psych injury/depression"), fatigue ("fatigue") and migraine ("migraine/migraines / headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy ) full and ablation on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, fatigue, weight increased, hormone level abnormal and migraine had resolved and the device expulsion, rash, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, general. Abnormal bleeding, menorrhagia, rash,skin condition, expulsion, fatigue, weight gain, hormonal changes, migraine current weight 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Imaging procedure - on (B)(6) 2012: results: bilateral occlusion. Ultrasound scan vagina - on an unknown date: total bilateral occlusion, essure was placed appropriately. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: pfs received. Events vaginal bleeding and depression (clubbed with psych injury) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: state of implant ok. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("breakage/ expulsion: expulsion"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterectomy ) full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, weight increased, hormone level abnormal and migraine had resolved and the device expulsion, dermatitis allergic and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, general. Abnormal bleeding, menorrhagia, rash,skin condition, expulsion, fatigue, weight gain, hormonal changes, migraine diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received: case become incident. Previously added injury nos was replaced with dysmenorrhea and new events: dyspareunia, pelvic pain, abdominal pain, back pain, general. Abnormal bleeding, menorrhagia, rash, skin condition, expulsion, psych injury, fatigue, weight gain, hormonal changes, migraine were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.